Manufacturer narrative:
G3, h2,h3 and h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the fix stpl w/spke 10.8x23xsm was bent upon insertion and a back-up was used, creating a separate bone hole. It was reported the patient had very hard bone. The root cause of the reported event could not be definitively concluded; however, a user-related technique may have been a contributing factor. According to the report, the procedure was completed with a delay of less than 30 minutes. No patient injury or other complications were reported. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to surgical technique or user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, the fix stpl w/spke 10.8x23xsm was bent upon insertion the patient had a very hard bone, staple could not be used and another staple had to be opened and used. Also a separate hole was made. The procedure was completed, with a delay (less than 30 minutes) , using a s+n back-up device. No patient injuries and no other complications were reported.